Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative regarding a patient receiving bupivacaine and dilaudid via an implantable pump. The indications for use was spinal pain. It was reported that the patient representative (caller)wanted to know if the manufacturer had heard of a pump overdosing a patient after reaching end of service (eos). The caller stated that it was currently happening to this patient. The caller stated that the patient's pump battery ran out in april for health reasons and the patient has not had the opportunity to have the pump replaced. The patient was currently in the ICU on a narcan drip. The caller mentioned that there is always been a little hum coming from the pump but nothing big. The caller asked if a manufacturer representative (rep) could read the pump. The manufacturer's patient services specialist (pss) explained that the pump could be read but it would only display that the pump had reached eos. Pss reviewed that they had not had reports of a pump overdosing a patient after reaching eos. The caller was going to follow up with the patient's managing healthcare provider.